Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the lower right corner of the cranial frame looked damaged. When new spheres were put on the frame, the corner would intermittently track. No patient was present at the time of the event.